Manufacturer narrative:
The batch number is unknown, so were unable to evaluate the specific production reports. Our in-process control contains tensile strength test of every batch of the drains and 100% visual inspection. We checked the tensile strength reports of the recent batch of orhuf100 (p2139871) and they show in-spec results. The complaint sample was unavailable for our evaluation and the batch number is unknown. Our in-process control contains tensile strength test of every batch (including connection area where the drain tore) and 100% visual inspection. No sharp objects are present on the workstations. Based on the above data, we conclude that possibility that the drain tore following any manufacturing reason is remote; drain most probably failed due to some damage in use. One of the properties of silicone drains is to snap easily in place of slight cut or nick. The complaint considered to be not justified. No CAPA is required in this case.

Event description:
Broken at the joint of the drain tube during use.